Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarms. Customer reported that the drive support cap was normal. Customer stated they did not received motor position encoder error. Customer stated that the insulin pump was not exposed to high magnetic field. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer received motor position encoder error and motor error alarm within any 30 days present. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board noted. Unable to perform displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test or verify motor error and e70 error due to keypad not responsive. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place.